Manufacturer narrative:
A product development investigation was performed on the subject device. The returned instrument was examined and the complaint condition could be confirmed as the returned coupling screw was broken and missing the threaded tip. In the lieu of specifics of technique at the time of failure, no definitive root cause could be determined; excessive loading and/or off-axis force application likely contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No new product design issues or discrepancies were observed with the returned device. This complaint is confirmed. The dhs/dcs coupling screw (338.31) is a component of the dhs one-step basic set (105.839) which can be utilized during dynamic hip and condylar screw (dhs/dcs) procedures utilizing the one-step technique. The coupling screw is inserted into the wrench (338.302) and, after sliding the dhs plate onto the shaft of the wrench, the appropriate lag screw can be seated on the end of the wrench and secured using the coupling screw. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The device is 4 years old. As specifics regarding the technique at the time of failure were not provided, no definitive root cause could be determined; excessive loading and/or off-axis force application likely contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: mar 12, 2013. No non-conformance reports (ncrs) were generated during the production of the subject device. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during an initial surgery for treatment of an inter-trochanteric fracture in (B)(6) 2017 with one (1) dynamic hip screw (dhs) plate, and one (1) lag screw, while the hospital technician was working at the back table in the operating room assembling the insertion wrench with the coupling screw instrument, the tip of the coupling screw instrument broke. The fragment was retrieved and disposed of by the hospital. Another instrument was available at the hospital to complete the procedure. The surgery was completed successfully without delay. The patient is reported in stable condition. Concomitant devices reported: dhs plate (part# unknown, lot# unknown, quantity one (1)), lag screw part# unknown, lot# unknown, quantity 1), and one insertion wrench (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).